Event description:
It was reported that the patient was in the hospital due to an unspecified cardiac issue. Information was later received from the patient¿s mother that the patient¿s settings were changed earlier that week and clarified that the patient was hospitalized due to bad seizures which resulted in the patient¿s heart stopping. The patient¿s mother also reported that the physicians could not determine the cause of the heart issues during the hospitalization. Follow up with the patient¿s mother determined that the physician checked the patient¿s vns after the hospitalization and stated battery life and impedance were ok. Additionally, follow up with the physician¿s nurse practitioner was performed determined that the patient¿s device was slightly ¿turned down¿ after the hospitalization. The event was discussed with the neurologist, and the neurologist expressed that he could not determine the cause of the heart issues. No additional or relevant information has been received to date.